Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl. Customer declined troubleshoot for high blood level. Customer stated that they were not able to remove the battery cap off the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump had stripped battery cap coin slot (p), minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, stained address number label and stained end cap sticker.